Event description:
The sheath broke and began to unravel while removing from patient. I was able to get it out but could have become stuck and required surgery to remove I am concerned that this could lead to major morbidity in the future. There are other reports of this that I saw in the literature. FDA safety report ID# (B)(4).